Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. Complete lead was returned in one piece. Electrical tests, x-ray examination, and visual inspection were normal with no anomalies found.